Manufacturer narrative:
Device history records were reviewed, and no anomalies were detected. Arkray was unable to contact the customer to gather more information or request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report.

Event description:
Caller's name is (B)(6). Caller wanted to know how to test a meter. I inquired what the caller meant, and then explained control solution testing. The caller reported this morning his brother was testing his sugar and his sugar was 30 points off compared to the paramedic's meter. Caller stated the meter was old. Caller stated patient has had his meter for five years. I offered replacement meter and explained shipping information. I called caller back to gather information for the incident report. Incident happened this morning ((B)(6) 2020). When asked about the test strip information, the caller stated he was in the car right now going to the store, so he did not have the test strip lot and expiration information with him. Caller stated the test strips have been opened less than 90 days. The meter and strips are stored together in the living room cabinet. The meter and strips have not been exposed to extreme temperatures. The caller then stated he had to get going and when asked if he could call back later, he stated "no, I'm very busy and have things to do". When asked why he thinks the meter is not working properly, the caller stated, "it was off compared to the paramedic's meter and their meter is tested every week". The caller stated it was a 30-point difference. Unsure if the reading was higher or lower. Caller then stated that he was the one that assessed "that the meter was lying to them". Caller then stated again that he had to get going and needed to end the call and abruptly ended the call. We attempted to contact the caller three more times to get more information but were unable to reach the caller. Replaced meter and sent return label.